Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that on interrogation it was found that the right atrial (ra) lead had high impedances in bipolar and unipolar configurations, and there was no sensing, no capture, and noise. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.